Event description:
It was reported that the patient presented prior to the generator changeout procedure. Upon device interrogation, it was noted that the implanted right atrial (ra) lead exhibited high capture threshold. The ra lead was explanted and replaced with a new lead on (B)(6) 2025. The patient was in stable condition.